Manufacturer narrative:
The device has been received but not evaluated. Once the investigation is complete a supplemental report will be submitted. Weight was requested but not recorded by the initial reporter. Manufacturer reference#: (B)(4).

Event description:
It was reported by a healthcare professional that a glidewell ht implant failed. The patient presented for implant placement on tooth #18 on (B)(6) 2024. The patient's bone quality was reported as type iii and the oral hygiene as good. After the final prosthesis delivery, the provider noted that the on (B)(6) 2025, a month after placing the crown, the patient started complaining of pain and determined that the implant lost osseointegration. The provider also reported inflammation. The reported device was explanted on (B)(6) 2025 and not replaced. The symptoms resolved after implant removal and there was no permanent patient injury. The patient required additional medical/surgical procedure. Additional information reported that the patient required grafting of the implant site.